Event description:
It was reported that the ventricular lead exhibited noise. The ventricular sensitivity was increased to 12.5 mv, as the patient was pacemaker dependent. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.